Event description:
Customer reported receiving multiple malfunction alarms and multiple pump alarms using multiple cartridges.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using another pump for insulin therapy.